Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: on post angio, the lock did not appear to be advanced completely. Physician attempted twice to re-advance without success. The physician noted a small pseudoaneurysm on angio and performed 2 balloon inflations and achieved hemostasis. However, the patient developed a deep hematoma post procedure. Additional information received on 01oct2021: during a tavr heart valve placement, ultrasound and micro puncture single access was obtained. Access was in the right cfa and located mid-vessel. Right cfa vessel size measured at 6.7mm and had mild posterior wall calcification and mild tortuosity. Manta depth was measured at 6.5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was less than 150mmhg, and protamine was intravenously given. Time to hemostasis was 20 minutes. The patient developed a hematoma post procedure along with a hemoglobin drop from 12 to 9. There was no medical intervention for the deep hematoma, and the patient did not receive any blood products. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photographs were submitted and reviewed by the investigation team. The angiogram images were pictures of pictures and were of poor clarity making it difficult to determine causes. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The vasculature was noted as 6.7mm, mild posterior calcification, posterior wall calcification, mild tortuosity, and a deployment depth measurement of 6.5. Micro puncture and ultrasound were utilized to gain a mid-central positioned access. No complications were reported advancing or withdrawing procedural sheaths. Following deployment, a post-angiogram revealed a small pseudoaneurysm and the manta lock did not appear to be completely advanced. The physician unsuccessfully re-tamped twice. Balloon inflations were applied, and hemostasis was achieved. Post procedure, the patient developed a deep hematoma and a slow hemoglobin drop from 12 to 9; no medical intervention was required. It is possible calcium plaque could have interfered during the tamping procedure, not allowing the lock to fully advance in the correct position. Additionally, extended time to hemostasis may occur due to collagen requiring time to clot to create a seal. Balloon inflations to achieve a quicker time to hemostasis are clinically accepted therapies and the formation of a pseudoaneurysm that does not require any treatment does not signify a device failure and are known events per the IFU. The IFU precautions if hemostasis is not achieved following the use of manta, assess the situation. Based on the amount of bleeding, apply compression, balloon pressure, placement of covered stent, and/or surgical intervention to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. In step 5: deploy device and seal puncture: if pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. Note: with tension removed, a visible gray indicator band at the proximal tip of the delivery tube will confirm the radiopaque lock is fully advanced and collagen is compacted.